Event description:
The customer contact reported a disconnection. The secure lock male adapter of the tubing set was connected to a female adapter of an unspecified central venous access stopcock and was being used to deliver an unspecified volume of an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the secure lock male adapter disconnected from the female adapter of the central venous access stopcock. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Multiple unsuccessful attempts were made to obtain add'l info.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported disconnection was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k081412. This report represents all the info known by the reporter upon query by hospira personnel.